Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely elevated loci high-sensitivity troponin I (tnih) patient sample results obtained for one patient on a dimension exl 200 system. Siemens is investigating the event. MDR 2517506-2022-00339 was filed for the same event.

Event description:
Two (2) discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample results from two (2) sample draws of one patient were obtained on a dimension exl 200 system. One of the falsely elevated results was reported to the physician(s) and the result was questioned. It is unknown if the same sample was reprocessed or if a new sample was drawn from the same patient and processed on an alternate non-siemens system. However, a lower result, considered correct, was obtained on an alternate non-siemens system. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated loci high-sensitivity troponin I (tnih) results.

Manufacturer narrative:
Additional information (06-feb-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the available instrument data logs and the information provided by the customer. Hsc requested the customer send the patient sample to siemens for internal investigation. The customer did not send the patient sample to siemens for testing. Hsc observed an additional discordant result of 93.2 ng/l obtained for sid (B)(6) on the same date (05-dec-2022) on the same dimension exl 200 system s/n (B)(6). No product non-conformance was identified with the loci high-sensitivity troponin I (tnih) assay or the dimension exl 200 system. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR was filed on 29-dec-2022. Initial MDR 2517506-2022-00339 was filed for the same event on 29-dec-2022. MDR supplemental 2517506-2022-00339 supplement 1 is filed for the same event.